Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-sep-2015, UDI #: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 24-may-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (1000mcg/ml at 99.9mcg/day), bupivacaine (20mg/ml at 1.999mg/day), and morphine (2.1mg/ml at 0.2099mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient reported an increase in her pain since (B)(6) 2018. She had a failed catheter dye study at an unknown date. No environmental, external, or patient factors were reported to have caused this issue. At routine replacement for pump due to elective replacement indicator (eri), it was noted that the catheter was "included." The catheter was explanted and replaced. The pump was also replaced. It was also noted that the sutureless connector had tissue in it. When the tissue was removed, it did not fix the issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found failed lab dispense test (above spec) and found a deformed pump tube in the pumphead. H3:the catheter ((B)(4)) was returned, and analysis found damage to the transition tube and observed a kink in the catheter body. H3: the catheter ((B)(4)) was returned, and analysis found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified that the catheter was "included" should be "occluded." There were no further complications reported at this time.